Event description:
It was reported that the pt fell, fracturing the implant. A revision surgery is being scheduled.

Manufacturer narrative:
Patient identifier, explanted date and product numbers have been added to the report. Implanted date has been corrected. Devices have not been returned to the manufacturer.